Event description:
Permanent cautery spatula was inserted through a trocar sleeve in the normal fashion, into chest cavity during robotic assisted coronary artery bypass graft surgery. When the device was retracted back into the camera view, it was noted that the tip of the cautery spatula was broken off the device. X-ray was taken, then c-arm was brought into the room. The device was detected on both types of x-ray. Operation resumed as planned and the piece was retracted and saved. The total timing of added search was 80 minutes.